Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump bolus amounts have not been showing up in the pump or meter history. The reporter stated that the patient delivered a bolus for lunch which was not in the history. The reporter indicated having some issues with rf communication however there were no attempted, cancelled, or completed boluses showing in the pump history. The reporter stated that the patient's blood glucose elevated to 24.0 mmol/l with no symptoms. The reported blood glucose does not meet animas criteria for an adverse event. The reporter was advised to try delivering all boluses from the pump and to check the bolus history to make sure that the bolus was delivered. This report is made based on the allegation that the pump bolus history was not correctly recording boluses.

Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no activity related to the pi observed in meter records. The pump was unavailable at time of meter investigation. Meter successfully paired with a test pump. A 10u bolus was successfully completed from the meter with no issues. Bolus was accurately recorded in pump history. There was no defect found with the meter.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter remote was not returned with the pump for investigation. A review of the black box shows that on (B)(6) 2013 at 19:15 the pump emitted an error "partial delivery, user aborted". During investigation, a normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was observed. The pump was successfully paired with a test meter and a 10unit bolus was successfully completed from the meter. Unrelated to the complaint, investigation revealed a discolored display screen. The screen was replaced with a test display and the contrast returned to normal with no signs of discoloration.